Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were small r-waves on the right ventricular (rv) lead at the time of the patient¿s elective generator changeout. The physician decided to cap and replace the rv lead at this time. No patient complications have been reported as a result of this event.